Event description:
Reporter noted no aspiration function at initial use of ultrasound handpiece. Corneal burn occurred. Changed handpiece and continued case without problem. Sutured wound to close. Patient reported as stable.